Event description:
The customer reported that the probe of their coulter ac.t diff analyzer started dripping after each run while running qc. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No patient sample results were affected as the customer had only run quality control (qc) on the day of the event. Beckman coulter field service engineer (fse) was unable to reproduce the reported problem of probe leaking. Fse replaced pinch tubing, probe wipe and red blood cell (rbc) filters as a precautionary measure. Fse then verified proper bath draining and filling of baths after replacing tubing.

Manufacturer narrative:
Bec identifier for this report is (B)(4).